Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to cup malposition.update (B)(6) 2016¿ pfs and medical records received. After review of the medical records for MDR reportability, pfs alleges pain and elevated metal ion levels. The revision operative note indicated pain, malpositioned cup, increased metal ion levels, and metal hypersensitivity. The stem, head, and liner are now being added to the complaint. The complaint was updated on:11/28/2016.

Event description:
In addition to what were previously alleged, ppf alleges metal wear and metallosis before first revision. All products were already added. Updated patient harms, patient's identifier. Changed modality to legal. Added revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.